Event description:
It was reported that a bilateral arteriotomy closure of the common femoral arteries was attempted using a perclose proglide device after a percutaneous coronary interventional procedure which used a 7f sheath. Reportedly, on the left groin, when the plunger was retracted, no sutures were retrieved. On the right groing, while tightening the knot, the suture broke. Manual arterial compression was applied to both groins to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device found that the device was fully deployed and had delivered the suture as reported. It was noted that the knot had been formed, but the loop of the suture remained in the suture bearing and was pulled out of the anatomy with the device during deployment. The return of the complete suture pulled out of the device, with the knot formed, and the loop of the suture remaining in the suture bearing, indicates that the suture was pulled out of the arteriotomy during device removal due to incomplete or partial tissue capture. The sutures being pulled out of the artery prevented the device from achieving hemostasis. Based on the analysis, the reported suture break during knot tightening cannot be confirmed. The analysis did not indicate any evidence of a product quality deficiency. The instruction for use states: while maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked 2) until the collar of the plunger makes contact with the proximal end of the device body. Visually confirm that the collar of the plunger is in contact with the body of the device. Based on the investigation, the suture remaining in the suture bearing evidenced there was incomplete and no tissue captured during needle deployment. Because the tissue capture was not completed there was no resistance against the suture (tissue capture) to remove it from the suture bearing during device removal. This resulted in a failure to achieve hemostasis. Based on the investigation, the cause of the incomplete tissue capture is related to the technique during use and not a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The perclose proglide device is being reported under separate medwatch report number.